Event description:
It was reported that a clearlink system non-dehp extension set leaked at the y-site of the filter tubing during use. The device was used for etoposide infusion and the patient received 5cc of the flush before the infusion was stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: the event occurred during an unspecified date of (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4 expiration date (update to n/a), g2: report source (add source), h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.